Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reliatack articulating reloadable instrument. The event report alleges the product was used in a surgical procedure. The tacker was received with disrupted timing. A reload cannot be loaded onto the instrument due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic ventral hernia procedure the handle felt crunchy. After the reload was taken off, the tip was bent so another reload could not be loaded on. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.